Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient was admitted to the hospital with dka and low blood ph levels; her blood glucose level was 199 mg/dl. The patient was treated with intravenous insulin. The patient was discharged on (B)(6) 2013 resuming ipt, however was still experiencing the symptoms of being ¿sick¿, weakness and vision impairment. Troubleshooting could not be done at the time of the call to customer service as the patient was not feeling well enough. The technical service representative contacted the patient to obtain information and to troubleshoot the pump but was unable to reach her by telephone. The patient allegedly suffered dka and was admitted to the hospital while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/12/2014 with the following results: no defect was found. Testing was unable to duplicate the reported complaint. Pump passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate. No alarms related to the complaint observed in alarm history; only typical usage observed. The last basal delivery was recorded on (B)(6) 2013 and the last bolus was a 2.80u bolus on (B)(6) 2013. The suspend history shows the pump was manually suspended on (B)(6) 2013 13:14 and manually resumed at 21:50. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.